Event description:
The anesthetist was attempting to place a radial artery catheter in a child. The artery was not cannulated. But as he tried to remove the catheter he was unable to withdraw the device from the patient. Eventually most of the device withdrew but approximately 1 inch of the catheter containing the broken wire was retained in the patient. The catheter broke off at skin level and part of the catheter and stylet were retained under the skin. The surgeon did a small cut-down to remove the retained arterial catheter and stylet.a second kit of the same lot number was opened to make a second attempt at placement. It was examined before the attempt and found to be defective. Withdrawing the stylet wire from the needle resulted in approximately 1 inch of wire left protruding from the needle. This kit was not used on the patient.